Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was not successfully implanted due to a unknown product performance issue.no adverse patient effects were reported. Additional information from the field indicated that this brady lead was not successfully implanted due to patient anatomy. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was not successfully implanted due to a unknown product performance issue. No adverse patient effects were reported.